Manufacturer narrative:
The field service engineer (fse) instructed the customer via telephone to troubleshoot on (B)(6) 2016. The fse guided the customer with the troubleshooting process and the customer identified that the syringe was not completely tightened and the pipette was dripping. The customer tightened the syringe barrel and this resolved the instrument issue. The repairs were verified per established laboratory procedures. (B)(4).

Event description:
The customer reported ca is failing bilirubin & ph and cb failing blood and specific gravity (sg) on the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.